Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. The customer performed troubleshooting on the unit and determined fuse 5a on power printed circuit board (pcb) was broken. The 5a fuse was replaced but the ventilator was still not working when it powered on. The customer stated the power printed circuit board (pcb) needs to be replaced. The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit has error printed circuit board (pcb), not connected to battery and alarm motor fault occur during patient use. The customer confirmed that there is no patient harm associated in this reported event.